Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: additional information is provided in d3, g2, h3, h6, and h10. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned samples consisted of two hundred and seventeen (217) extension set products, same product but from different lot, received in new conditions and with their original unopened packaging. Visual inspection and functional test(s) were performed. The samples were visually inspected, at a distance of 12 inches to 24 inches and normal conditions of illumination; no discrepancies were found. A leak test was performed; no leaks were detected or other discrepancies. No root cause has to be determined since the complaint was not confirmed. Actions(s) taken to mitigate the reported issue(s): no corrective actions are required since the complaint was not confirmed.